Event description:
A us distributor contacted zoll to report that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (battery won't power monitor) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.